Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.

Manufacturer narrative:
The incident was presumably user related due to a wrong application from the customer site. Based on the feedback provided by the application engineer, the customer has interchanged the reagents. The customer didn't provide us any other details. The field service engineer wasn't able to find any malfunction of the instrument at the customer site. After correcting and replacing the reagents, the equipment is operating correctly without any problem.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2020, leica biosystems received a complaint that the customer experienced damaged tissue samples during processing on their asp300s. As a result two tissue samples have not been diagnosed. The customer informed leica biosystems, that two men were affected about this adverse event. The age of the two different patients is over 70 years.